Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that elective replacement (eri) showed up on the programmer and was confirmed by the doctor. Eri was questioned by the clinic. No diagnostic was performed. The implantable neurostimulator (ins) was replaced due to eri and the issue was resolved at the time of this report. If additional information is received, a follow up report will be sent.